Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s touchscreen became unresponsive, the pump vibrated when placed on the charger with a solid green light, and the device continued insulin delivery but the user could not access the screen to announce meals, corresponding to a key or button not working associated with the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a software problem identified affecting the touchscreen functionality, consistent with a key or button unresponsive issue localized to the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. The device will be replaced and the user was advised to continue cgm use via dexcom app or receiver. The device will be returned.